Event description:
Boston scientific corporation became aware of the following event that involves an axios stent and electrocautery enhanced delivery system through an article titled, "impact of endoprosthesis type on inflammatory response in patients undergoing endoscopic drainage of pancreatic fluid collections", by shyam varadarajulu, et al. Per the article, between february 2015 and february 2022, the following occurred with the study patients 48 hours following the index procedure: stent migration, bleeding during stent insertion, sepsis, formation of enterocutaneous fistula, and multi organ failure. These adverse events required reintervention, endoscopic necrosectomy and prolonged hospitalization. Please see the reference article for full details.

Manufacturer narrative:
Block b3: the exact date of event was not reported. The article published date is used for the estimated date of event. Block d4, h4: the literature article did not provide the suspect device upn and lot number; therefore, the lot expiration and device manufacture dates are unknown. Block g2: literature source: shyam varadarajulu, et. Al. "Impact of endoprosthesis type on inflammatory response in patients undergoing endoscopic drainage of pancreatic fluid collections." Digestive endoscopy 2024; 36: 195-202. Doi/10.1111/den.14565. Block h6: imdrf device code a010402 captures the reportable event of stent migration. Imdrf patient code e0306 captures the reportable patient complication of sepsis. Imdrf patient code e2342 captures the reportable patient complication of multi organ dysfunction. Imdrf patient code e0506 captures the reportable patient complication of bleeding. Imdrf patient code e2314 captures the formation of enterocutaenous fistula. Imdrf impact code f08 captures the reportable vent of prolonged hospitalization. Imdrf impact code f2202 captures the additional endoscopic procedure. Imdrf impact code f23 captures the unexpected medical intervention.